Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade unknown, nodules and implant exchange from textured to smooth device due to the patient's concern with the product.

Event description:
Healthcare professional reported " rupture, capsular contracture baker grade unknown, nodules and implant exchange from textured to smooth device due to the patient's concern with the product". Device remains implanted. This record is for the right side.